Manufacturer narrative:
This report is filed november 13th, 2014.

Event description:
Per the clinic, a CT scan performed (date not reported) revealed the electrode array was extra cochlea. Subsequently the device was explanted on (B)(6) 2014; during the same procedure the patient was reimplanted with a new device.

Manufacturer narrative:
(B)(4).